Event description:
It was reported by an attorney that the patient underwent hernia procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent revision surgeries on (B)(6) 2018 and (B)(6) 2021. It was reported that patient experienced abdominal pain and adhesions. It was reported that the patient underwent revision surgery on (B)(6) 2022 due to hernia recurrence. No additional information was provided. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 7/31/2024 to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on 10/24/2018. (B)(4) submitted for adverse event which occurred on 10/13/2021. (B)(4) submitted for adverse event which occurred on 8/17/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 8/20/2024. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.